Manufacturer narrative:
The impella device was not received from the customer, therefore, an investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states): ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
The complainant reported that two days into support, an implanted impella cp pump experienced a sudden suction problem coinciding with a self-limited ventricular tachycardia. The motor current peaked intermittently with persistent suction issues for a "few" hours. The staff was advised to explant the pump, but the decision was made to maintain support.

Event description:
Despite that decision to keep the patient on support, the pump was removed later that morning and the patient expired. There is not enough information to disassociate the use of the impella with the patient's passing.

Manufacturer narrative:
B.2 revised from the initial manufacturer device report number 1220648-2025-25386 to reflect the patients death and date of death. Required intervention was reported incorrectly on the initial manufacturer device report number 1220648-2025-25386. B.5 added patient outcome information as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25386. E.1 revised facility name as it was previously reported incorrectly on the initial manufacturer device report number 1220648-2025-25386. G.1 manufacturing site name and address was correct on initial manufacturer device report number 1220648-2025-25386. This section was reported incorrectly on the follow up 1 manufacturer device report number 1220648-2025-25386 and was revised back to what was reflected on the initial manufacturer device report number 1220648-2025-25386 h.1 type of reportable event was revised from the initial manufacturer device report number 1220648-2025-25386 to reflect the patients outcome. H.6 codes 1721, 4611, 3331 were all reported incorrectly on the initial manufacturer device report number 1220648-2025-25386. Codes 2095, 4110 and 1802 were added as they were inadvertently omitted from previously submitted manufacturer device report number 1220648-2025-25386. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted manufacturer device report number 1220648-2025-25386 incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.

Manufacturer narrative:
Additional information provided in d9, h3, h6 and h10. The investigation into the reported issue has been completed. Device history record review confirmed that the pump passed all post-sterile inspection checks. The pump was returned for investigation. No physical abnormalities were reported on the returned product. Some small clear biomaterial was noted in the purge gap, but it was also cleared out during the test run in a bucket of water. The pump operated as per the specifications without any noted low pump flow. The data log shows that the pump flow reduced after the first motor current spike during the case, and a few more motor current spikes were reported in the 2 hours before the flow returned to the normal range. The cause of the low pump flow issue was most likely biomaterial, based on data log review and return product investigation. Cardiac arrythmia was reported during impella support. To make a determination as to the cause of the cardiac arrythmia, clinical information must be considered in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the vt/vf was not determined.